Event description:
Related manufacturer reference number: 2017865-2021-35166. It was reported that the non-dependent patient presented in clinic for follow up with stored episodes of atrial oversensing detected by the pulse generator as atrial tachycardia/atrial fibrillation. Review of the stored episodes revealed pacing inhibition. Isometric movements were performed and myopotential oversensing was observed with no evidence of pacing inhibition. Right atrial lead noise was also reproducible. Programming changes were made and will continue to be monitored. The patient was in stable condition.